Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. A search of the complaint database found only one other report for breakage. The investigation could not draw any conclusions about the reported event. No corrective action taken. Trends will be monitored.

Event description:
During surgery, the drill bit and a piece was left in the patient.